Manufacturer narrative:
A service report completed 11/14/2014 indicated that the device was in compliance with doriner specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta operating manual. The customer did not provide any additional information regarding the patient. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. (B)(4).

Event description:
Patient hematoma was reported.